Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 194 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 88mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 168 and 129mg/dl . The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 113mg/dl (B)(6) 2016 10:58 am fasting: yes, 194mg/dl (B)(6) 2016 12:18 pm fasting: yes, 142mg/dl (B)(6) 2016 12:54 pm fasting: yes, 135mg/dl (B)(6) 2016 12:49 pm fasting: yes, 194mg/dl (B)(6) 2016 12:18 pm fasting: yes. Customer informed that recently take off of metformin.